Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 0238852 d4: medical device expiration date: 2025-08-31 h4: device manufacture date: 2020-08-25 d10: device available for eval yes, d10: returned to manufacturer on: 2021-07-13 h6: investigation summary customer returned (1) sealed 32gx4mm bd pen needle from lot# 0238852. The consumer stated pen needles are not delivering entire insulin dose. The returned pen needle was tested for flow using a test pen injector. The pen needle was able to expel properly. No defects were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time h3 other text : see h10

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable or difficult to prime. The following information was provided by the initial reporter :   the consumer reported that the entire dose of insulin is not being delivered. Date of event: unknown samples: available

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary: exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure. CAPA/sa - based on the investigation, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. DHR review - due to the batch being unknown, no DHR review can be completed.

Event description:
It was reported that 1 pen ndl 32g 4mm hp needle was unable or difficult to prime. The following information was provided by the initial reporter:   the consumer reported that the entire dose of insulin is not being delivered. Date of event: unknown. Samples: available.